Manufacturer narrative:
D1. Brand name, corrected data: initial report inadvertently listed wrong suspect device name. D2. Type of device, corrected data: initial report inadvertently listed wrong device type d4. Model #, serial #, lot#, expiration date, corrected data: initial report inadvertently listed wrong model, serial, lot number and expiration date d7. Explant date, corrected data: initial report inadvertently left blank d10. Explant date, corrected data: initial report inadvertently listed 'no'. H4. Deice available for evaluation, corrected data: initial report inadvertently listed wrong manufacture date

Event description:
The patient underwent a generator replacement and the explanted generator was returned and underwent product analysis. The electrical tests performed in the pa lab found that the generator was at an ifi (intensified follow-up indicator) = yes condition. The battery voltage was measured at 2.797 volts, and the memory locations on the generator indicated that 80.065% of the battery had been consumed. The microscopic analysis via high resolution x-rays and scanning electron microscopy (sem) showed a broken negative feed-thru wire at the negative connector block. Photos show a nick at close proximity of wire bend on block. This may have been the start of fracture causing wire break. Therefore, this observation/finding is considered a device failure. Scanning electron microscopy (sem) photos were also taken, images of the negative feed-thru wire break show appearance suggesting that a stress-induced fracture (fatigue has occurred) at the wire location. Other than the noted event (broken feed-thru wire), there were no additional performance or any other type of adverse condition found with the pulse generator. No other relevant information has been received to date.